Event description:
A consumer reported seeing a strange image in the center of his focal plane following intraocular lens (iol) implant surgery. The consumer reported his surgeon had referred him to a retinal specialist who confirmed that he did have a wrinkle in his retina. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. This report was mailed to FDA on: 07/10/2009.